Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the head of the disposable breaks off and spills blood into the orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the head of the disposable breaks off and spills blood into the orthopat machine. No injury or reaction was reported. The problem was confirmed as reported. The problem was confirmed as reported by the customer. The machine was returned and scrapped. No further info is available. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4).